Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that at the pre-discharge check a decrease in pwave amplitude with undersensing was observed due to a dislodgement. A revision procedure was performed to reposition the right atrial (ra) lead. Upon attempt to reposition the lead, a large piece of tissue was noted to be caught on the helix. It was noted that the helix still extended and retracted. Upon removal of the lead to remove the tissue, the physician needed to gain new access thus he requested a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted the helix was extended with tissue entwined and there was blood and body fluid in the helix housing. Laboratory testing was unable to reproduce the reported clinical observation of low pwaves due to dislodgement; analysis did confirm the tissue in the helix. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.